Event description:
Device malfunction: none. Symptoms/ae: pain, swelling and depression. Time of symptoms/ae: following vessel closure. It was reported that a physician achieved arteriotomy closure of the right femoral artery using a starclose device after an interventional procedure. Two weeks post procedure, the patient experienced pain and swelling at the groin site that persists despite treatment with multiple pain medications. Both legs are swollen, right greater that left, and the patient cannot lift his foot. The patient is wheelchair bound due to groin pain. The physician reportedly told the patient the clip was properly placed and the symptoms are not due to the clip. The patient has consulted many other physicians without resolution. Though requested, additional information was not provided.

Manufacturer narrative:
The customer reported, the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.